Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
At 2:38 p.m., the customer obtained a blood glucose reading of 418 mg/dl on a contour next link meter. Within 10 minutes, the customer performed retesting on a different contour next meter and obtained a reading of 120 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Specific strip information was not provided. Since the strip information was not provided, this report will be submitted under the meter information. The product is not expected to be returned. A replacement meter was sent to the customer.